Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's blood glucose (bg) fluctuated from 35 to 753 mg/dl. The user has been eating and meal announcing when bg is already elevated for an extended period of time leading to hypoglycemia. Recommendations were discussed with the user's daughter. During the low the user felt dizzy but no symptoms when bg was high. The hyperglycemia was treated by staying on the ilet. The user's daughter assisted out of kindness, and no further intervention was required.